Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope go monitor and no issue was found. The technical service representative could not reproduce the fault; the monitor worked as expected. The glidescope go monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go system, the screen went black during an intubation attempt. Another end user alleged that utilizing the same system, the screen turned white during an intubation but they were able to resolve the issue by pressing the blade firmly into the device. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.